Manufacturer narrative:
The facility maintains the equipment. They contacted steris about the issue, but would not allow steris to investigate the issue nor to inspect the wiring. Equipment is not under a maintenance contract and no service call was placed to steris regarding the problem. Without parts for eval and/or photographs to assist in understanding the issue, no further investigation is possible at this time. Subsequent telephone conversation, with the facility has resulted in them agreeing to send a suspect sample back for testing and eval. Upon receipt the item will be examined.

Manufacturer narrative:
Evaluation of the returned harmony light lampholders concludes that the banana jack wiring became loose and overheated. On february 23, 2010 steris corporation issued a voluntary field correction report (B) (4) for the harmony la500. Steris has learned that some customers may experience product failures due to loosening of wires and overheating of the lamp housing assemblies within the harmony la500 surgical lighting and media systems. (B) (4).

Event description:
Abbott customer support assisted the customer in updating the gains settings on a cell-dyn emerald analyzer per the fa23mar2010 customer communication. There was no adverse impact to patient management reported.